Manufacturer narrative:
The malfunctioning device was returned to vygon for investigation and evaluation. This investigation is currently on-going, and the results will be sent to FDA via follow-up MDR with in 30 days of its conclusion.

Event description:
Trifurcated extension set found to be leaking at the connector where all three lines come together, in the white clamped line through which intralipids are run. The line was replaced.